Manufacturer narrative:
On september 12, 2023, mentor received additional information indicating that the patient's implants were replaced with the following: (left) 325cc mentor smooth round moderate profile saline catalog: 3501650 lot: 9807682 sn: (B)(6) and (right) 325cc mentor smooth round moderate profile saline catalog: 3501650 lot: 9807682 sn: (B)(6).

Manufacturer narrative:
On march 21, 2023, the mentor failure analysis lab received the device for evaluation. Mentor also received additional information indicating that the correct date of explantation was on (B)(6) 2023. On april 6, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 300cc breast implant had an area of siltex cracking on the posterior view. Additionally a tear was noted within the siltex cracking, measuring approximately 0.1 cm. Microscopic examination was performed and no instrument damage was observed. The evaluation determined that the possible cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. A second product was received (lot-6492416). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 57-year old caucasian female patient underwent breast augmentation revision with two mentor siltex round moderate profile saline breast prostheses and suffered left breast implant deflation, post-operatively. The deflation was diagnose during an in-office visit. As a result, the patient underwent breast implant explantation surgery on (B)(6) 2023. The provided date of implantation is a date after the expiration of the suspect medical device. Follow-ups were conducted to get clarification, however, no information has been made available. A supplemental report will be submitted once clarification has been provided.